Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the left anterior descending artery (lad). Following predilation, a 16 x 3.00 promus premier drug-eluting stent was selected for use and advanced but failed to cross the lesion. After withdrawing the device, it was noted that the stent strut was disrupted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that a stent strut on the 8th row from the tip was lifted and bent proximally. No other damage was noted along its length. A visual examination of the tip found no issues with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found that the hypotube was kinked distal to the strain relief and along its length. A visual examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed target lesion was located in the left anterior descending artery (lad). Following predilation, a 16 x 3.00 promus premier¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. After withdrawing the device, it was noted that the stent strut was disrupted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.